Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the customer had to recollect the sample. The following information was provided by the initial reporter. The customer stated: material no. 367983 batch no. 1236653 it was reported by the customer that tube was recollected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the customer had to recollect the sample. The following information was provided by the initial reporter. The customer stated: material no. 367983 batch no. 1236653. It was reported by the customer that tube was recollected.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification and no issues were observed relating to underfill. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.